Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: she woke up yesterday morning with blood glucose (bg) reading of ¿hi¿, with symptoms of dizziness, legs jerking and small ketones. She delivered boluses with pump, and then at approximately 3:00 pm yesterday she went to ER, where blood work showed her bg was over 900 mg/dl. She was admitted into regular room, taken off of pump, and placed on an insulin drip until last night, then insulin IV push was administered throughout the night as needed. This morning, the health care provider (hcp) told her to put her insulin pump back on, states she did so and a little later in am started feeling shaky, bg checked and was 39 mg/dl. She was treated with orange juice and graham crackers and was told to remove the pump. Bg currently 139 mg/dl, no symptom at this time. Patient remains in hospital and off of pump, on alternate form of insulin delivery. Customer support (cs) reviewed pump settings/history. Bolus history showing one bolus yesterday, patient states this was during her hospital stay, before she got off of pump. States she ate and delivered an ezcarb bolus. Patient states she delivered other boluses yesterday and at least 3 boluses per day on a regular basis, bolus history not showing boluses delivered for at least the last 6 days except for the one at hospital, tdd shows basal, but not boluses. Patient states she is sure she has delivered boluses that are not showing up. Bolus history also shows: record 7, (B)(6) 2013, 7:34 am, normal (p), 0.00u of 0.00u completed, patient states she is not sure why that is showing up. Weekday basal review shows a1 weekday basal total = 24.0, 12:00 am 1.0 u/hr, states this was changed today by hcp, previously was 12:00 am 1.1 u/hr, 4:00 pm 1.2u/hr. Current basal rate on home screen is showing 1.1 u/hr with a time of 4:30 am, should be 1.0u/hr. Patient remains in hospital and off of pump, on alternate form of insulin delivery. This complaint is being reported because the bolus history and basal rate issues were not resolved and because the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.